Event description:
It was reported that when a patient went through security gates he could feel a ¿wave of sensation¿, but it was very rare. It was noted that the patient hadn¿t had any issues with his system toggling on or off in the years he¿d been implanted and he had no issues with his stimulation or therapy. Additional information has been requested, but was not available as of the date of this report. See MFR. Report 3004209178-2014-04350. It was unclear which device was involved in the event or if both devices were involved in the event.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v187428, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v199750, implanted: (B)(6) 2009, product type: lead. (B)(4).